Event description:
International customer reported that a female patient underwent an abdominal wall incisional hernia repair two years ago with an ultrapro mesh implant by an onlay technique. The patient presented at an unknown time with a recurrent hernia. The patient was returned to surgery for repair at which time, the surgeon observed that the device had torn in the center. The previously implanted mesh was resutured, the old cavity was deperitonealised and a new ultrapro mesh was implanted following the same onlay technique.

Manufacturer narrative:
Date sent to the FDA: 04/07/2009. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.